Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a peripheral angiogram interventional procedure using a 6f sheath. Reportedly, there was resistance felt while performing step#1 (pulling back the foot lever), although step#1 was able to be completed. Due to the resistance, it was decided to remove the device, thus the physician put down the footplate lever (step#4) to remove the device, but it was unable to be removed. Although the lever was able to go back down, the feet didn¿t retract back into the guide as expected which was only noted when the device was removed. Force was applied and the device was eventually able to be simply withdrawn. Once removed it was noted that the feet were still open. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6- medical device problem code 2017 clarifier: against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, force was used to remove the device. Per the instructions for use (IFU), do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to the inability to retract the lever, difficult to close foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.